Event description:
During a pci treatment procedure, the maverick2 monorail 15x2.75mm balloon ruptured at six atms on the second inflation. The pressure reached on the initial inflation is not known. The lesion being treated was a 90% stenotic lesion in the first diagonal branch of the left anterior descending coronary artery. The maverick2 monorail balloon was going to be used in a kissing balloon technique, and slight resistance was met when it was advanced to the lesion. The maverick2 monorail balloon was removed and the procedure was successfully completed. No pt injuries or complications were reported. Pt status is reported as 'good.'